Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer may have used high-energy endo therapy accessory, such as laser, high frequency, without insufficient distance from tip of the device. However, ric could not specify cause of the event from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited that c-cover has a burn. There was no patient involvement.